Event description:
MFR of this device became aware of an event involving a 20fr feeding tube on 10/2/96. The device was being placed in an obese pt. The device became stuck in the pt's abdomen and would not advance through the stoma. A surgeon was called into the room to enlarge the incision site. Further pulling on the tube caused it to separate. The peg was removed and another MFR's peg was placed and the pt is doing well. No potential for serious injury appears probable from the info obtained. No further details are available regarding the curcumstances surrounding this event.